Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Infusion set sites were changed. Blood glucose (bg) was 408 mg/dl. Boluses were delivered and insulin injections were administered. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.